Manufacturer narrative:
Medwatch field d4 lot no was updated.

Manufacturer narrative:
The cobas c 503 analytical unit serial number was (B)(6). The field service engineer found an issue with rust on the wash comb, which prevented it from lowering properly. The investigation is ongoing.

Event description:
There was an allegation of questionable calcium gen.2 results from the cobas c 503 analytical unit for three patient samples. Only data for one sample was provided. The initial result was 4.7, and the repeat result was 9.7. The unit of measure was not provided.